Event description:
This user facility had been notified by FDA that manufactures and users of heparin coated products were required to report possible heparin related adverse events. Consequently, the hospital reviewed their records, and identified that this pediatric patient had undergone an ECMO procedure in 2007, and had subsequently developed petechiae (small red or purple spots on the surface of the skin or mucous membranes as the result of tiny hemorrhages of blood vessels) and systemic erythema. The pt expired, but at the time of the procedure, the user did not believe that the product had caused or contributed to the pt's demise. An autopsy had been performed, which concluded that the cause of death was endotoxin mediated sepsis syndrome. The pt's concomitant medications and allergies were not provided. In response to FDA's request, the user facility reported the event to medtronic.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product was not manufactured with the affected heparin. Conclusion: on april 8, 2008, medtronic was notified by FDA that a contaminant had been discovered in recently manufactured heparin. Medtronic manufactures several perfusion products that are coated with chemicals containing heparin, many of which can or are used to make a bypass and/or ECMO circuit. It is difficult to estimate the total quantity of heparin contained in this particular circuit, for this particular case, however, we would not expect to see greater than 4.815 grams of heparin per device. We are submitting the 5-day report as requested by FDA, but have not had sufficient opportunity since receiving notice on april 14, 2008 to determine whether the device or the heparin contained in the device could have caused or contributed to this event. However, upon receipt of this event and as part of our investigation, medtronic did not detect the contaminant in the heparin used to coat this product lot when it conducted its testing in accordance with recommendations contained in FDA's april 8, 2008 notification.